Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round moderate profile 625cc saline prosthesis, catalog #3501695, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 625cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient came into the physician¿s office and received a medical diagnosis for the deflation. Future replacement with gel implants is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5982489 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).